Event description:
It was reported that prior to the start of a da vinci-assisted total benign hysterectomy surgical procedure, after ports were placed in the patient, the site received a ¿cannula installed¿ message on the patient side cart (psc) and were unable to drive the psc up to the patient to begin docking. An isi technical support engineer (tse) was contacted and reviewed the logs. The tse, found the remote access controller (rac1) reported a cannula being installed. The tse instructed the site to power down the system and cycle the breaker on the psc in addition to performing an emergency power-off (epo) of the psc. The tse instructed the site to reboot the system and hold the clutch button on patient side manipulator 1 (psm1) to have the option to disable it. The site was able to disable the arm, however, the message persisted. The site replaced the arm drape with no changes. The procedure was aborted and rescheduled for another date. The patient was discharged home only with port incisions that were sutured up. Intuitive surgical, inc. (Isi) followed-up with the initial reporter and obtained the following additional information: the issue was noted while all cannulas were placed into the patient. The procedure was cancelled and rescheduled for the following week. The patient was stable with no symptoms and was discharged home with the incisions sutured. The robotics coordinator stated that an inspection of the system was not performed prior to its start, however, the scrub involved with the system setup had moved the patient side cart (psc) away from the wall in order to pull out the longest arm on the psc to prepare it for surgery. The robotics coordinator had only noted the orange leds on the system once they were prepared for docking. The robotics coordinator reported the service had been performed by the field service engineer (fse) and noted that the problematic arm was removed due to a faulty magnet. The patient was female, hispanic, and 73 years of old.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side manipulator to correct the issue of the "cannula installed" light being on without a cannula being installed. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the reported complaint of the "cannula installed message" being displayed while the unit placed in a switch test via (B)(6). The following parts will be replaced as a fix: cjb pca, cannula sensor, l4 switch. No image or video clip for the reported event was submitted for review. A review of the system log was conducted by an isi principal product performance engineer and the following additional information was provided: there is no indication that the system would have been in a down state during this event. Though there was issue with the patient side cart (psc) being placed into drive, the psc could have been manually driven up to the patient in order to perform docking. This complaint is reportable due to the following conclusion: the customer aborted after the start of the procedure after ports were placed in the patient. The site received a ¿cannula installed¿ message on the psc and were unable to drive the psc up to the patient to begin docking. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.